Event description:
It was reported that the manufacturer representative was currently in the operating room (or) now changing out an implantable neurostimulator (ins). The impedances were tested at 3.5v and 420 pulse width and the electrodes showed greater than 4000 ohms for case and 2, 0 and 2, 1 and 2, and 2 and 3. The patient was getting bellows but no toes. The patient was implanted by another health care provider (hcp) and their stimulator stopped working for them and the replacement was due to normal battery depletion. The patient was a poor historian and the hcp had no other history of the patient. The patient had back surgery before in the past and the implantable neurostimulator (ins) was implanted on their right side contralateral to the left s3 and s4. It was unknown if the back surgery had affected the lead. The outcome was that the patient was programmed without electrode 2. Two days later it was reported that the patient was doing great. No lead fractures were noted and the therapy stimulation was working well.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v090337, implanted: (B)(6) 2008, product type: lead. (B)(4).